Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump had crack on reservoir entry. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that he reservoir was able to lock in place when inserted into insulin pump. The device will be returned for analysis.